Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [[Service type]];[the unit display the error code defective battery. I have run a battery conditioning test but the issue hasn¿t resolved. I¿ve been told by a technician that when this happens the unit most likely need a battery or power supply board replacement.]. There was no reported patient involvement.

Manufacturer narrative:
A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in this MDR report. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that a failure was observed during a planned preventative maintenance, recall remediation, or repair order service event. [Depot repair];[the unit display the error code defective battery. I have run a battery conditioning test but the issue hasn¿t resolved. I¿ve been told by a technician that when this happens the unit most likely need a battery or power supply board replacement]. There was no reported patient involvement.